Event description:
Customer reported while a nurse was priming the set, the silicone tubing snapped off from the upper fitment. The set was being primed with d5.5 ns. The nurse stated the tubing was never placed into the pump it snapped before she could load it. Customer states no further event info is available.

Manufacturer narrative:
(B)(4). Conclusion: field left blank-no available code for undetermined or unk cause. The customer¿s report of the tubing separating at the upper fitment was confirmed. During visual inspection of the set received it was noted that the silicone segment was completely separated from the upper fitment. Visual examination under the microscope noted a crush mark to the upper blue fitment. Functional testing was deemed unnecessary and was not performed due to a separation in the silicone tubing. The root cause of the separation is unk.